Manufacturer narrative:
A review of the pump black box revealed a cs 054 error immediately following a ¿replace battery¿ alarm. An unexplained pump reboot also followed the clearing of cs 054 error. The pump powered with the returned battery cap. The battery cap was unable to fully tighten. The battery cap measures were within specification. The pump was exercised for 24 hours with no reboot, loss of power, or call service alarms being duplicated. An intermittent power event was not duplicated during the investigation. The pump was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the battery compartment was observed to be cracked from the thread area to the case seal and below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.